Manufacturer narrative:
Two opened and used reservoirs were inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime when a new reservoir was applied. Customer was advised changing the reservoir resolved the issue. The customer agreed to return the reservoir for analysis.